Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device used for treatment not diagnosis. The part was not returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. He explant date was initially reported as (B)(6) 2014 corrected date has been added to this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a bi-lateral procedure on a patient, a cmf (cranio maxillofacial fixation) distractor was not advancing properly. The surgeon reported that upon turning the distractor, the distractor turned very easily and was too loose; resistance was not felt by the surgeon while utilizing the device. The surgeon took an x-ray and the distractor did not appear to be broken but there is no separation between the footplates as there should be. The distractor on the patients other side is working properly. Per additional information received (B)(6) 2014: the surgeon took an x-ray and the patient was revised on (B)(6) 2014. There was no delay in surgery time and no medical intervention required during original implant on (B)(6) 2014. Per additional information received (B)(6) 2014: it was reported, the surgeon feels that the hex on the distractor is undersized. When the extension arm is on the distractor, it appears not advance. When the extension arm is removed and the surgeon activates the distractor body directly, it does advance as intended. The surgeon feels the extension arm spring fingers are not engaging the activation hex on the distractor properly and thus not rotating the activation hex. This is 4 of 4 reports for (B)(4).